Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed noise oversensing on the right ventricular (rv) lead. The physician elected to explant and replace the rv lead. The patient was in stable condition.

Manufacturer narrative:
The reported event of oversensing noise was confirmed. As received, a complete lead was returned in one piece. Final analysis found that the insulation was abraded at 10.3 cm to 10.4 cm from the connector pin. The cause of the reported event was due to the exposure of the outer coil in the abrasion zone.